Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, the stylet does not advance. The product was never clinically applied and the surgeon opened another for the procedure. The hosp has reported no pt injury occurred.